Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, the field service engineer worked with the user and determined that the issue had originated from the user during a shift narcotic count in the refrigerator. The user had not known how to recover the door. The fse assisted the user by providing training and successfully recover the door. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the drawer failed.the customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.